Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the physician noticed, during the surgery (total laparoscopic hysterectomy), that the needle would bend during passes through the vaginal cuff. The surgeon also said the vloc suture broke close to the needle where the black part is.

Manufacturer narrative:
(B)(4).